Event description:
It was reported by repair work order that the cot fastening system does not lock the cot into the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that the cot fastening system does not lock the cot into the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The initial MDR was inadvertently submitted as a five day report; it should have been submitted as a thirty day report.